Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges infusion set cannulas are defective. Caller reportedly experienced insulin leakage near the head-set/cannula with several cannulas from this lot. No adverse event reported. Cannula is not available for return; will return unused cannulas for investigation.